Manufacturer narrative:
Update to d8, d9, h3, and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be tears of the coated portion of the cutting wire might be the following. It is possible that the slider was slightly pushed, causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. It is inferred that the deformation of the cutting wire was due to contact with the metal area of the endoscope. The event can be detected and prevented in accordance with the following instructions for use (IFU). This instruction manual contains the following information. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿ do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿ if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel-off and tear at the coating portion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use preloaded sphincterotome's knife wire covering was peeled and dislodged. The issue occurred during an endoscopic papillotomy procedure. There were no reports of patient or user harm associated with this event.